Manufacturer narrative:
Balloon burst was confirmed upon receipt of the catheter. It is noted in the report that the physician was using this device for a calcified aortic valve, which is an unapproved use. This catheter is only indicated for pulmonary valvuloplasty. The physician also reported using a syringe to inflate the balloon. The instructions for use states that an inflation device with pressure gauge should be used to monitor the pressure during inflation to make sure the rbp is not exceeded. It is unknown as to what pressure this balloon was taken to. A comparison catheter of the same size, was pulled and tested for rbp. The labeled rbp for this size catheter is 2.0 atm. This catheter was taken up to (B)(4)with no issues, it was then taken to failure, which occurred at 3.5 atm. The cause of the balloon burst was determined to be from the off label use of the device, failure to follow instructions as recommended in the instructions for use, and the patient anatomy, which included a calcified aortic valve.

Event description:
As per the product return and complaint form sent to numed by the distributor: "a numed tyshak ii 18.0 x 5.0 was used on calcified aortic valve using a syringe. The injected volume was 18cc and the first inflation was successful. The second inflation at 18cc, the balloon broke and the balloon was immediately removed. The doctor has seen that the balloon had torn apart near the proximal end and a large piece was still in the patient. The doctor used 2 different snares to remove the balloon and was successful. The device was returned with the balloon on the snare. It is very common for the doctors to use syringes for bac procedures although not indicated. It is uncommon to see the balloon separate and that is what was more concerning for the doctor. He would appreciate some feedback on this instance".